Event description:
It was reported the user felt nauseous, was running a fever, had a rash, and experienced a drop in blood pressure. Pt was taken to the emergency room by ambulance at the request of pt's physician. Physician suspects t.s.s. It was reported that the physician contacted the "cdc".